Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing with a psi greater than 25. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion testing with a psi greater than 25" was not confirmed. The device was tested for downstream occlusion detection and it passed. A service history review revealed has been serviced within the last twelve (12) months however this is not a repeat issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.